Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 750cc mentor memorygel breast implants. Post-operatively, the patient developed breast capsular contracture (baker grade unknown) on an unspecified breast side. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2020. The replacement devices were mentor gel implants. Since it was not specified which breast had the capsular contracture, both the left and right breast implant information were provided.

Manufacturer narrative:
Section d 4. Primary UDI number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7580896 number, and no non-conformances were identified. Manufacturing date: 01/may/2018. Expiration date: 29/apr/2023. A manufacturing record evaluation was performed for the finished device 7556301 number, and no non-conformances related to the malfunction were identified. Manufacturing date: 02/mar/2018. Expiration date: 28/feb/2023. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).